Manufacturer narrative:
Insulin pump received with blank screen due to cracked and bleeding lcd glass. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip and minor scratches on display window.

Event description:
Customer reports to have a blank display screen. Customer's blood glucose was unknown. Customer states that when down arrow button was pressed, insulin pump made a noise. Customer also reports that insulin pump was cracked at the battery compartment. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.